Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery, after preparation of the tunnel, while checking the device, there was no tip on the device. It was found in the tunnel and was removed with a cutter cannulated to push it towards the articulation and recovered with a gripper. The procedure was an acl. There were no reported patient injuries. No other complications were noted.